Manufacturer narrative:
E1: patient city: (B)(6). Patient country:hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the primary packagingas not sealed properly misshaped or sterile packaging not intact on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 5388833 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g., water marks, stains) or product is trapped in packaging (e.g., trapped in weld). Complaint investigations photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 5388833 was manufactured according to the wi version 71 in multivac 12, on 21/may/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 10/jul/2025 against malfunction primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g., water marks, stains) or product is trapped in packaging (e.g., trapped in weld) and lot 5388833 and one complaint more has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, one complaint more has been registered in database for the same lot and malfunction code.no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.